Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not follow therapy steps while setting up the homechoice for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly setting up for therapy. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not follow therapy steps during setup for peritoneal dialysis therapy. The event was further described as getting out of sequence while setting up the homechoice for therapy. The patient stated that they may have started initial drain before they should have and they may have been connected. The technical service representative (tsr) assisted the patient with ending therapy and the patient would restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.